Event description:
It was reported to philips that the battery required replacement. There was no patient involvement.

Event description:
It was reported to philips that the battery required replacement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the battery needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced and the device passed testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Provided device evaluation and coding information.

Event description:
It was reported to philips that the battery required replacement. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.